Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol composix kugel (device #1) used to treat the patient. The patient's attorney did allege injuries; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol composix kugel (device #1). An additional emdr was submitted to represent the bard/davol kugel patch (device #2). The patient's attorney did not make any allegations regarding the implanted bard/davol flat mesh device or the bard/davol supramesh ip device. Not returned.

Event description:
On (B)(6) 2005, (B)(6) 2006, or (B)(6) 2009, the attorney alleges the patient underwent surgery, which included implant of the following unspecified bard/davol hernia mesh devices; bard mesh, composix kugel hernia patch (device #1), kugel hernia patch (device #2) or sepramesh composite ip. On (B)(6) 2006 and (B)(6) 2009, it is alleged the patient had unspecified injuries related to a defect in the kugel hernia patch (device #1) or composix kugel hernia patch (device #2), and underwent revision surgery. As reported, the patient is only making a claim for an adverse patient outcome against the composix kugel hernia patch (device #1) and kugel hernia patch (device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."